Manufacturer narrative:
Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer and stated that condition has improved.

Event description:
Consumer reported complaint for e-3 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling shaky. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is not stored according to specification and it is stored in the kitchen. During the call a back to back blood test was performed by the customer (using a different strips) and produced test results of 86mg/dl fasting using meter. The test strip lot manufacturer's expiration date is 05/16/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.